Event description:
It was reported that a hemorrhage was observed during microelectrode recording during the implant procedure. This was assessed to be due to wrong stereotactic coordinates and was moderate in severity. Hospitalization was prolonged, but no further action was taken. The physician assessed that the event had a causal relationship to the procedure, and is not related to the device hardware or stimulation. The issues are resolving and the patient is recovering. Additional information was received that a head CT scan was performed and showed intraventricular internal bleeding on the left with further suspicion of a small thalamic hemorrhage on the left. The patient was transferred to a neurosurgical intermediate medical care unit and presented with no abnormalities, apart from a one-off delirious episode.

Event description:
It was reported that a hemorrhage was observed during microelectrode recording during the implant procedure. This was assessed to be due to wrong stereotactic coordinates and was moderate in severity. Hospitalization was prolonged, but no further action was taken. The physician assessed that the event had a causal relationship to the procedure, and is not related to the device hardware or stimulation. The issues is resolving and the patient is recovering.